Event description:
The customer stated he had been in the ER three times because he accepted the insulin amount offered by his pump, based on the blood glucose readings from the contour next link. He could not recall the specific details, but gave an example of his blood glucose reading in the 300s. After accepting the insulin from the pump he would be low within 30 - 60minutes. The emt would give him a glucose injection before taking him to the ER. Further information was not provided. On a separate occasion the customer took a blood test on the meter and the reading was 114mg/dl. Approximately 10 minutes later he fainted and his blood was then 35mg/dl. Further information was not provided. Information from the strips used at the times of the incidents was not provided. New meter and strips were sent to the customer.